Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator noted a supraventricular tachycardia although the patient experienced a ventricular tachycardia. The device withheld high voltage therapy due to bigeminy. On (B)(6) 2019 the patient experienced ventricular tachycardia and the device appropriately delivered therapy which terminated the arrhythmia. Then on (B)(6) 2019, two additional episodes were observed. Therapy was not provided for the first episode due to device timing settings. The device provided therapy which terminated the arrhythmia during the second event. Programming changes were discussed. No intervention was reported.